Event description:
In 2008, a patient/layperson alleged that the cap for his ultrasoft lancing device had broken a year ago. At an unspecified time after the issue began, the pt allegedly had symptoms of "sweats, shakes, and a dry mouth." No medical intervention was reported. Because this senior medical affairs specialist has been unable to speak with the pt, a follow up letter will be sent. The pt did not indicate whether he had a back up lancing device to use or was still able to use the subject device with the alleged broken cap. The complaint is classified based upon info the pt reported to the customer care advocate, who replaced the device. The alleged symptoms can be associated with severe hypoglycemia. Although the pt reportedly received no medical intervention, the complaint is classified as an adverse event, due to the reported symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for eval, but has not yet received it. If the device is returned, lifescan will evaluate it and, if the device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.